Event description:
It was reported that upon interrogation, the right ventricular lead exhibited noise. Noise was reproducible with isometric testing. The patient was asymptomatic due to noise. On (B)(6) 2017, the patient presented in the operating room. Lead measurements were all in range. Fluoroscopy was performed and findings were unknown. The lead was capped and replaced successfully. The patient was in stable condition and fine post operation.